Event description:
It was reported that pressure measurement was inaccurate during use; the pressure indicated was over 200mmhg. There were no error messages shown on the monitor. Details such as whether the shape of the waveform was normal or not, or whether undamping or overdamping was not noted, were not reported. Attempts to obtain additional details as to whether an actual physiologic waveform visible or if the line flat at approx 200mmhg were unsuccessful.

Manufacturer narrative:
The returned device was evaluated and a visual and functional analysis was performed. We received one flothru dpt with two stopcocks at both ends of the dpt for examination. The dpt did not zero or sense pressure on a nihon koden bedside monitor. Electrical testing showed that output impedance of 2324 ohms, was out of specification; per the IFU, the output impedance specification is 300 +/- 15 ohms. The #3 leadwire was found not making complete contact with the outer pad. No visible defect was observed at the supercomal cable connector. The customer report of "pressure measurement was inaccurate during use" was confirmed. The defect was confirmed to be related to the manufacturing process. Actions are being initiated to investigate root cause and implement any necessary corrective actions. A supplemental report will be forthcoming when the device history data is received.

Manufacturer narrative:
The device history record review was completed and all manufacturing and sterilization inspections passed with no non-conformances.